Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution (date of event - unk) and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact (date of event - unk). It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak. When the user tried to remove the water from the balloon of the probe, the liquid did not come out during the preparation of the rrdy patient procedure ( date of event - (B)(6) 2022). The user tried twice more, but it was not possible to remove the water from the balloon of the probe during the preparation of the patient's procedure pnr ( date of event - (B)(6) 2022).

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product had not caused the reported failure. Based on the video attached, the user inflate the catheter with luer lock syringe type which is against the instruction that require user to use luer slip syringe type. No visual damage was observed on photo attached. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution (date of event - unk) and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact (date of event - unk). It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak. When the user tried to remove the water from the balloon of the probe, the liquid did not come out during the preparation of the rrdy patient procedure ( date of event - (B)(6) 2022). The user tried twice more, but it was not possible to remove the water from the balloon of the probe during the preparation of the patient's procedure pnr ( date of event - (B)(6) 2022). As per mail notification received on 25-aug-2022, stated that there was no contact of the product with the patient. As per follow-up information received on 0-2sep-2022, stated that the customer used luer lock syringe and the hospital used its own syringe. The customer had already used the product in previous years and stated that the problem was only with catheters. Per follow up information received via ibc on 26oct2022, it was stated that the catheter was not used on the patient and there was no damage to the patient. The problem was identified before the catheter was used in the patient.

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution (date of event - unk) and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact (date of event - unk). It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak. When the user tried to remove the water from the balloon of the probe, the liquid did not come out during the preparation of the rrdy patient procedure ( date of event - 07/12/2022). The user tried twice more, but it was not possible to remove the water from the balloon of the probe during the preparation of the patient's procedure pnr ( date of event - 07/13/2022). As per mail notification received on 25-aug-2022, stated that there was no contact of the product with the patient. As per follow-up information received on 0-2sep-2022, stated that the customer used luer lock syringe and the hospital used its own syringe. The customer had already used the product in previous years and stated that the problem was only with catheters. Per follow up information received via ibc on 26oct2022, it was stated that the catheter was not used on the patient and there was no damage to the patient. The problem was identified before the catheter was used in the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced based on returned sample. The device did not fail to meet relevant specifications. Based on sample received, sample was evaluated and no pinch or blockage observed. Catheter able to inflate and deflate with lab syringe without difficulty. Dissected the affected catheter and did not find anything to contribute to the reported problem. Based on video and photo provided, the user used syringe luer lock tip in the inflation valve to inflate and deflate the catheter. User also aspirate the syringe with hand to deflate the catheter balloon. A review of the device labeling have been conducted for investigation purpose. As per instruction of use stated, user are advise to inflate/deflate balloon by insert a luer tip (needleless) syringe in the inflation valve to allow the water drain spontaneously. When deflating balloon, do not aspirate with a syringe by hands. The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed. A potential root cause for this failure mode could be, thin rubberize wall that causing collapse/pinch inflation lumen under the balloon or along the shaft. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The reported event was inconclusive because poor sample condition. Potential root cause could be vigorous aspiration during deflate the balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution (date of event - unk) and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact (date of event - unk). It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak. When the user tried to remove the water from the balloon of the probe, the liquid did not come out during the preparation of the rrdy patient procedure (date of event - (B)(6) 2022). The user tried twice more, but it was not possible to remove the water from the balloon of the probe during the preparation of the patient's procedure pnr (date of event - (B)(6) 2022).

Event description:
It was reported that the foley catheters were presenting difficulties when verifying that the balloon was in good condition. During filling, it was very complicated to introduce the liquid solution (date of event - unk) and when emptying the catheter, the solution came out slowly and even some probes remained with the liquid inside which never emptied the liquid placed. The balloon must be completely deflated when removed from the patient, because if it was not deflated correctly then it could generate health risks of great impact (date of event - unk). It was mentioned that seven probes had been reported from the surgical area and they were using a 5 ml insufflation syringe. As per the video sample reported, it was hard to infuse and required too much effort. This was to verify that the balloon was not ruptured and there was no leak. When the user tried to remove the water from the balloon of the probe, the liquid did not come out during the preparation of the rrdy patient procedure ( date of event - 07/12/2022). The user tried twice more, but it was not possible to remove the water from the balloon of the probe during the preparation of the patient's procedure pnr ( date of event - 07/13/2022). As per mail notification received on 25-aug-2022, stated that there was no contact of the product with the patient. As per follow-up information received on 0-2sep-2022, stated that the customer used luer lock syringe and the hospital used its own syringe. The customer had already used the product in previous years and stated that the problem was only with catheters.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile: unless package has been opened or damaged. Warning: do not use ointments or lubricants having a petroleum base. They will damage latex and may burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not desterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon. Gently, insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If the tails, contact an adequately trained professional for assistance as detected by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." The actual/suspected device was evaluated.